Event description:
Agent japan sv clinical trial. It was reported that a balloon rupture occurred. The 99% target lesion was located in the distal left circumflex artery and posterolateral branch. A 3.00 mm x 10 mm wolverine coronary cutting balloon was selected for use. During the revascularization procedure, the balloon was inflated 23 times at 1.5 atm to 8 atm and ruptured. The procedure was completed with another of the same device followed by inflation of a non-boston scientific balloon.

Manufacturer narrative:
A4 weight: 68.6.